Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant device check, the left ventricular lead exhibited loss of capture. It was confirmed the lead had dislodged. The lead was repositioned successfully. The patient and the lead would continue to be monitored. The patient was in stable condition.